Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image). Water can be seen inside the lcd window of the case. The boards were wet once they were taken out of the case. Unable to perform the displacement test due to the critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.